Manufacturer narrative:
The event occurred at institute of cardiology in (B)(6). Approximate age of device - 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired due to suspected infection and respiratory decompensation. No autopsy was performed and the device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusions: a direct relationship between the device and the reported event could not be determined. The hm3 IFU lists infection and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.